Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It ws reported that the patient had frequent ipg charging and was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure an was doing well postoperatively. The explanted ipg was discarded.